Event description:
It was reported that during a ptca procedure, the physician experienced deflation difficulty. The balloon was deflated for removal without incident. No patient injury or complications occurred.